Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information received from the consumer reported a manufacturer representative was in surgery with the patient in (B)(6). T he patient stated when the overdose occurred, before he went to bed that night, he hit the ptm because his back was just bothering him enough where he wanted to get to sleep. The patient stated he had been on hydromorphone before fentanyl. The patient also stated, ¿half the time I don¿t use it because of recovery from surgery or catheter¿s occluded or whatever¿.

Manufacturer narrative:
Other relevant components include: product ID 8780 serial# (B)(4) implanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl [5 mcg/ml] at an unknown dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that in (B)(6) 2016 the patient¿s catheter became occluded and the patient had a toxic overdose (od). On (B)(6) 2017 the patient had a surgery to fix that and they also moved the pump from the patient¿s lower left back to the lower left abdomen. It was stated that the reason for moving the pump was ¿because it was in a terrible location every time [the patient] went by a door.¿ it was stated that the patient liked the pump and felt that it was a great alternative therapy as the patient didn¿t like taking pills. On (B)(6) 2017 it was reported that the patient went to their healthcare professional (hcp) that day and they ¿turned the pump back on.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer indicated there was a pump delivery failure and a catheter failure. The patient had injuries of overinfusion/overdose and a catheter revision surgery. The date of injury was noted as (B)(4) 2017 for the catheter revision surgery and (B)(4) 2016 for the overdose. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-05. It was reported that it was unknown if the reported "toxic overdose" was related to the catheter occlusion and that it was unknown if the cause of the toxic overdose was determined. It was also noted that it was unknown if the cause of the catheter occlusion was determined. It was indicated that no problems were report after the revision of the catheter and the relocation of the pump to the abdomen. The patient's weight at the time of the event was (B)(6). No further complications were reported or anticipated.